Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged. Reportedly, pump began charging after leaving pump plugged in for 30 minutes; however, tandem technical support advised customer to replace charging supplies as supplies customer was using had been previously reported to have caused charging issues. Customer's blood glucose level was approximately 100-150 mg/dl.